Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and both right ventricular (rv) leads (one p/s and one tachy) were exhibiting noise that was oversensed causing pacing inhibition greater than four seconds. Boston scientific technical services (ts) discussed performing isometrics and troubleshooting, sensitivity, and potential emi. No adverse patient effects were reported.

Event description:
Additional information was received that reported that the patient was very symptomatic to the missed beats during pacing inhibition, noting they get weird sensations. The noise was not able to be reproduced with isometrics, and an x-ray was performed with no findings.

Event description:
Additional information was received that the cause for the noise was not determined. The plan was to monitor, and no reprogramming was performed.